Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of snare loop detached. Imdrf impact code f2301 captures the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that a captivator cold snare was used in the transverse colon during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the loop fell out of the end of the catheter. The detached loop was retrieved using scope and forceps. The procedure was completed with another of the same device. There were no patient complications as a result of this event. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a captivator cold snare was used in the transverse colon during a colonoscopy procedure performed on december 01, 2025. During the procedure, the loop fell out of the end of the catheter. The detached loop was retrieved using scope and forceps. The procedure was completed with another of the same device. There were no patient complications as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block g4 (premarket / 510(k) #) has been corrected. Block h6: imdrf device code a0501 captures the reportable event of snare loop detached. Imdrf impact code f2301 captures the reportable event of additional device required. Block h11: investigation results: based on the available information, boston scientific could confirm the reported event of loop detachment of device or device component. The returned captivator cold snare was analyzed, and the investigation confirmed that the loop was detached from the cannula which was also confirmed on the provided photos. It is concluded that the manufacturing process was capable of ensuring proper loop attachment and integrity at the time of manufacturing of the unit. Device history record review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the returned captivator cold snare was analyzed, and visual evaluation confirmed that the loop was detached from the cannula. No other problems with the device were noted. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.